Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2005. It is alleged that the patient was injured without further explanation.

Manufacturer narrative:
(B)(4). Corrected information: change from adverse event to product problem, change from serious injury to product malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2005. It is alleged that the patient was injured without further explanation. This additional information was received on (B)(6) 2017 and is as follows: patient alleges that filter was placed on (B)(6) 2005 via jugular access for dvt and pe prophylaxis due to mesenteric thrombosis. Patient alleges that outcomes attributed to device include: vena cava perforation and requirement for frequent monitoring. Patient alleges no attempts to retrieve the device.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿vena cava perforation, frequent monitoring required¿ cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Unknown if the reported requirement for frequent monitoring is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2005. It is alleged that the patient was injured without further explanation. This additional information was received on 5/24/2017 and is as follows: patient alleges that filter was placed on (B)(6) 2005 via jugular access for deep vein thrombosis (dvt) and pulmonary embolism (pe) prophylaxis due to mesenteric thrombosis. Plaintiff alleges vena cava perforation, ivc filter struts abutting duodenum and l3 vertebral body, and requirement for frequent monitoring. Patient alleges no attempts to retrieve the device.